Event description:
Customer reported receiving imprecise sequential readings on their freestyle meter. In blood glucose tests, customer reported to have received readings of 148 mg/dl, 202 mg/dl, 237 mg/dl, and 212 mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.